Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 04sept2019. Customer will call back if additional assistance is required. Customer reported that the display is currently stable. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported intermittent navigation- ring ( nav-ring) failure. There was no patient involvement.